Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having a blue dot in her eyes, and caused blind spot. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged having a blue dot in her eyes, and caused blind spot. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, observed evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 power connector, dc jack color insert. Missing accessory module flip door. Liquid ingress was observed on the blower, blower box, p4 power connector. The device's downloaded event log was reviewed by the manufacturer and found no errors. . The manufacturer concludes unable to directly address the symptoms outlined in the complaint. Observed dust/dirt contamination in the airpath, likely from a source external to the device. Observed no evidence of degraded sound abatement foam.

Manufacturer narrative:
Additional information was received on march 27, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging blue dot in her eyes, and caused blind spot. Sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for only the product problem (both adverse events and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.